Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 500 mg/dl. The customer reported via phone call indicating that the insulin pump alarm battery out limit. Customer's blood glucose at time of incident was 500 mg/dl. The customer stated the pump alarm after battery change. The customer was advised to monitor the pump. The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose at time of incident was 500 mg/dl. The customer stated that the pump get wet. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.

Manufacturer narrative:
The pump was received with intermittent button response due to corroded keypad traces. No button error alarms were noted. No traces of moisture were noted at the electronic or motor assemblies per visual inspection. The pump powered up properly after battery installation. The pump was received with operating currents within specification. No battery out limit alarms were noted. The pump passed the rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. The pump was received with minor scratches on the lcd window and a cracked case at the display window corners.